Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The image processor board and the cine bridge were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system would not work in subtraction mode and there was a screeching noise. No patient injury was reported.